Manufacturer narrative:
The proximal only segment of the lead was returned severed 153 centimeters (cm) from the terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted setscrew marks on the terminal pin, electrocautery damage in the lead insulation and dried blood/body fluid in the termina pin opening and lumen. Testing was completed to assess lead electrical performance. Measurements were within normal limits. No further testing was performed due to the condition of the returned portion of the lead. Laboratory testing of the returned portion of the lead was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was received that the lead was tested on a pacing system analyzer (psa) and noise was observed in bipolar, but not in unipolar. An outer insulation anomaly was suspected.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. An insulation breach or lead fracture was suspected. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains in service. No additional adverse patient effects were reported.